Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay. The pump was received with moisture damage on the motor assembly and force sensor.

Event description:
The husband reported via phone call that the insulin pump had an error. It was found the insulin pump had a red cross on the screen. The husband was unable to report the customer's blood glucose at the time of the call. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.